Manufacturer narrative:
Assist cable.

Event description:
It was reported by service report that the right side rail could drop unintentionally due to a broken assist cable. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.